Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended, although pump remained within normal operating altitude and speaker holes were not obstructed. There was no adverse impact to the customer's blood glucose level. Customer was instructed to gently clean speaker holes, remove and reconnect cartridge, and wait to resume insulin, after which insulin delivery resumed, alarm did not recur, pump returned to normal operation, and customer received guidance on preventing future altitude alarms and acknowledged instructions.